Event description:
The customer reported to customer service that the housing on the pump transformer was cracked and falling apart. No injuries were reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer on (B)(4) 2012, she indicated that she did not witness any smoke, fire, sparking or melting but confirmed a breach in the transformer housing, stating that she could not pull it out of the outlet; "it would just fall apart in your hand." Customer indicated she had purchased the pump from a retail chain, and the connectors in the box were damaged as well when she opened it. Originally, there was a little chip "the size of your pinky nail" broken out of the transformer. Customer used the product and didn't realize the damage to the power cord until she went to unplug it this time. As of the date of this report, the product involved in the complaint has not been returned for testing/analysis. However, the customer reported that the transformer housing was cracked open, exposing inner electronics, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 second edition. Production samples were dropped three to five times from a height of 1.0 m and the housing showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed.